Manufacturer narrative:
This event occured in (B)(6) involving a product manufactured by alber gmbh in (B)(6). Alber gmbh is filing this report because the device is marketed and sold in the u.s. Alber gmbh will begin the physical evaluation of the device once it arrives at our permisses.

Event description:
The end user/patient reported that on the (B)(6) 2020 whilst driving downhill a slight slope suddenly one of the wheels switched off with the result that the wheelchair turned to the right causing the end user/patient to fall out of the wheelchair. As a result of the fall the end user/patient suffered abrasions. No medical intervention was neccessary.

Event description:
The end user/patient reported that on the (B)(6) 2020 whilst driving downhill a slight slope suddenly one of the wheels switched off with the result that the wheelchair turned to the right causing the end user/patient to fall out of the wheelchair. As a result of the fall the end user/patient suffered abrasions. No medical intervention was necessary.

Manufacturer narrative:
A detailed investigation of the device was carried out. No malfunctions were found during the functional check and subsequent test drive of the returned device. The error memory of the device revealed, that one drive wheel has stored a higher number of battery undervoltage errors than the other. The present description of the end customer (...¿whilst driving downhill a slight slope suddenly one of the wheels switched off with the result that the wheelchair turned to the right causing the end user/patient to fall out of the wheelchair") and the higher number of logged error messages (battery undervoltage) in one of the drive wheels can be put into a possible causal relationship. We make the justified assumption that the wheel with the higher number of logged error messages (battery undervoltage) was mounted on the left side of the wheelchair (direction of travel) and was forcibly switched off by undervoltage. This forced switch-off can lead to that a wheel (in this case the left wheel in driving direction) is not recuperating (recovery of energy, recharging of the battery, operating principle of an electric motor) during downhill driving which is felt by the customer that the wheelchair becomes faster on the left side than on the right side. If the customer cannot compensate this by reacting and counteracting appropriately, the wheelchair turns to the right. Before the forced shut-off, acoustic error messages are emitted by the wheels to inform the end customer / user in time. In the instructions for use on pages 25 & 26 the errors/error messages are explicitly mentioned: - every 60 seconds undervoltage of the battery pack (< 10 % remaining capacity), a forced shut-down is immediately pending. - every 10 seconds undervoltage of the battery pack (< 5 % remaining capacity), a forced shut-down is immediately pending. The device had / has no malfunction, but reacted as intended "voltage in the battery pack is no longer sufficient for operation, the drive was shut down by force". It must be assumed that at the time of the event one of the two batteries was not sufficiently charged and the intended error messages were not observed.